Manufacturer narrative:
The investigation of the pump is not possible. The product was discarded and as such, no analysis or bench top testing for the presumed hemolysis is possible. Without further clinical details, the root cause of the hemolysis, access site bleeding, and cva after pump explant is not possible. Should more details be shared that lead to definitive root cause, a final report will be filed.

Event description:
A female patient was admitted in cardiogenic shock and suffering from an acute myocardial infarction. The medical team placed an impella cp for hemodynamic support. After 10 hours there was access site bleeding and the team noted urine color change. They explanted the pump for the concerns of hemolysis and the access site bleeding. At the explant the team observed signs of a cerebral event. Due to concerns of a stroke, the patient was taken to the interventional radiology suite for clot removal from the carotid artery. The physician attributed the clot to the use of impella and it's explant.